Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 90 mg/dl while the sensor glucose reading was 50 mg/dl. The customer's blood glucose also went down to 30 mg/dl. The customer treated with glucose tablets and food. The customer declined to troubleshoot for threshold suspend.